Event description:
The customer had been getting erratic readings on the contour next ez. There was an occurrence where he fainted. He was able to call the doctor and get advice as to what to do. He followed up with his doctor the following day. No further details were provided. The customer was asked to return the test strips for evaluation. New strips and meter were sent to him.